Event description:
Philips received a complaint by a field service technician (fst) on the v60 indicating a device malfunction as the device failed the electrical safety test. There was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The alleged malfunction impacted the user¿s ability to use the device. The fst performed preventive maintenance (pm) on the device and discovered that the device failed the electrical safety test. The fst ultimately replaced the power cord, checked that software version 3.20 was installed, conducted a comprehensive inspection of the device, cleaned the device, performed running and functional tests, and verified that the issue was resolved as no malfunction was found. The power cord replacement indicates that the cause or most probable cause of the alleged malfunction was likely due to a faulty power cord that needed to be replaced for repair. Following the power cord replacement, the fst returned the device to service as it passed the required performance verification tests per philips standard. Based on the information provided and/or service performed, it was confirmed that the device did not meet product specifications. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.

Manufacturer narrative:
E1: reporting institution phone #: (B)(6). Reporter phone #: (B)(6).